Event description:
The company was informed that the pt's device will be removed due to other medical conditions that require MRI's of his spine. Advanced bionics is in the process of gathering more info. Once more info is received a supplemental report will be submitted.